Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the analysis results of the bacteriological samples were not available. The pump and portion of the catheter would be returned.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the change of the case had been planned as part of the planned obsolescence of the device. The pump was to be changed. Surgical intervention was performed on (B)(6) 2025 and at the time of the withdrawal of the case, the practitioner highlighted the presence of a relatively hard chalky whitish concretion located at the level of the catheter insertion on the case. A localized necrosis area of the lodge (less than 2 cm 2) in this same area was further noted. Bacteriological samples were taken for diagnostic purposes, and the necrotic area was excised. The housing has been replaced and reconnected to the pre-existing intrathecal catheter. However, during the injection of a 1 ml bolus for post-operative analgesic purposes, a leak was observed at the connection between the housing and catheter. The physician then decided to re-cut the catheter by approximately 5 cm and reconnect it to a new catheter via an adapted connection system. They also widened the surgical chamber internally and downwards at the patient¿s request, in order to ensure better burying of the new housing. Following the change of equipment, postoperative monitoring was implemented. The case was removed as well as a piece of the defective catheter have been preserved and were available for expertise (non-decontaminated devices). The issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The pump and partially explanted catheter were to be returned to the manufacturer. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0219113576, implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that regarding the catheter not being returned, the rep had sent the box that the pharmacist gave them. If the catheter wasn't with it, it meant that they didn't keep it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.